Event description:
It was reported that during implantation, the patient suffered a cardiac perforation. In addition, a pericardial effusion resulted due to the perforation. A pericardial puncture was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).